Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 16-aug-2027, UDI#: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the vectris mrics compact lead was scheduled for replacement due to lead migration of unknown cause. During pre-operative assessment, high impedance was identified on contacts 8, 9, 11, 12, 13, 14, and 15, with values ranging from 25260 to 25470. Impedance testing was conducted to confirm these findings. A device revision procedure was performed, which included explanting the affected lead and replacing it with a new lead. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.